Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.